Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and alarmed low battery intermittently with various batteries. The blood glucose reading was 140 mg/dl. The customer stated that he changed the battery once the low battery alarmed, but the device did not start up. He then stated that he took the original battery which had triggered the alarm, reinserted that one, but now the insulin pump showed it as a full battery. The customer declined troubleshooting for the blank display and requested a replacement battery cap, since this had resolved the issue previously. He also noted that he had been having high blood glucose in the mornings upon waking up; advised him to consult with his doctor about making changes to his basal rates. Nothing further reported.